Manufacturer narrative:
Results: the returned sample from lot 7019046 was reviewed. It was determined that the swage size of the raw material y-adapter has a lower limit, resulting in the actual swage depth being too large, which may cause cracking. A review of the device history record revealed no irregularities during the manufacture of the reported lot #. Conclusion: bd was able to confirm this complaint and (B)(4) was initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. UDI#: (B)(4).

Event description:
It was reported that during use of the bd intima ii¿ IV catheter 24g x 0.75 in., blood leaked from the septum. There was no report of exposure, injury or medical interventions.